Event description:
Coronary atherectomy procedure performed. Unable to remove roto burr from pt's coronary artery. Pt's artery had many bends and curves as noted by physician. Pt became ischemic, experienced chest pain, and became hemodynamically unstable; c.t. Surgeons were called, iabp placed.